Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said every morning they woke up in so much pain right down the middle of their back where the implant was put in. Patient stated it felt like their body was being shocked to the point where they couldn't breathe. Patient also stated it woke them up at 5am and lasted all the way to 11pm. Patient mentioned they took the stimulation down to as low as it would go last night and it still did that same thing. Patient asked if it was possible that something in their back shifted. The patient was redirected to their healthcare provider to further address the issue.